Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The needle ejected and pinched and pricked the patient's finger. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 4076 pulses and delivered boluses before deactivating. The pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. The reservoir was confirmed to be empty. No timeouts or drive stalls were observed in the pod data. The needle mechanism assembly showed no damages or deficiencies that would impact pod operation. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle mechanism failure event.